Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The patient was dependent. Upon interrogation, the pulse generator exhibited an error message. After reprogramming, the device resumed normal function. The patient was doing well post event and would continue to be monitored with routine follow-up.